Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient presented with non-st segment elevation myocardial infarction (nstemi). The procedure was to treat a lesion in the 95% stenosed left anterior descending coronary artery, a lesion in the 90% stenosed proximal ramus coronary artery and a lesion in the 90% stenosed proximal right coronary artery. A 2.75 x 23 mm rx xience prime stent and a 2.5 x 33 mm rx xience prime stent were deployed successfully during the procedure. There were no reported issues during the procedure. The patient was on a regimen of aspirin and clopidogrel and was given heparin during the procedure. Sometime within 24 hours of the procedure the patient died as a result of a medical complication of the procedure. No information was provided as to nature of the medical complication. No repeat angiography or intravascular ultrasound (ivus) was performed and no autopsy was performed. No additional information was provided.